Event description:
It was reported that during a da vinci si pulmonary wedge resection procedure, the insulation on the tip of the permanent cautery spatula instrument broke and fell into the patient. The fragment was retrieved, however, the surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed. The distal end of the ceramic sleeve is broken off. The broken pieces were not returned. The intact part of sleeve exhibits light scratching on one side. When the instrument was installed on an isi in-house system, the system showed that the instrument was not used. No other damage was found. Engineering concluded that damage to the instrument is likely due to mishandling/misuse. However, the site may have reported and returned the incorrect instrument, as the remaining instrument lives show that the instrument was not used. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On may 16, 2012, or technician, (B)(6) indicated that the broken instrument piece was retrieved from the patient laparoscopically; however, she indicated that conversion of the planned surgical procedure to open was because the lobe being removed was too large to remove laparoscopically. (B)(6) indicated that to the best of her knowledge, the patient tolerated the open procedure well. No other details concerning the patient were provided. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the patient.